Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report that a patient experienced an out of range error for an unknown length of time on (B)(6) 2015. No additional event or patient information is available.